Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and not returned. The t2 and suture were returned off the needle. The knot has not been tightened down. The variable depth straw has been trimmed. A functional evaluation could not be performed since both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found a material certification of analysis is required with each lot. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include use of sharp instruments to manage or control the suture that can cause breakage of the suture. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the suture of t1 implant of the ultra fast fix, broke. Both t implants were removed with pliers. The procedure was completed with non-significant delay, using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).